Manufacturer narrative:
The leep system 1000 esu generator involved in this event was not returned to coopersurgical for evaluation. The complaint is still under investigation by our service and repair department. (B)(4).

Event description:
The surgeon was using a metal re-usable return pad while performing a leep procedure. The patient noted during surgery a slight burning on her leg. No prescription was given. An anti-biotic ointment was used on the burn site.